Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. Additional information received that this lead was fractured at the clavicle area and exhibited high pacing threshold measurements. The rv lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.